Event description:
Nellcor puritan bennett received a call from a representative of facility on 5/10. Facility called to report the following problem: unit auto cycling with constant high pressure alarm. Statement of uf: pt placed on a ventilator from home health division, preparing to go home with pt. Vent alarmed high pressure and was self cycling. Pt placed on another ventilator.